Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the transparent cap of the endoscope was pressed, then, the clip was separated from the tissue, and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with one arm broken at the middle section. It was also noted that the device returned without the over sheath and no activations had been performed on the clip. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the broken section of the arm showed evidence of corrosion. Functional evaluation was performed; the device was able to open and close and release from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the transparent cap of the endoscope was pressed, then, the clip was separated from the tissue, and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.